Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gives inaccurate readings and that there was blood at the site. The blood glucose reading was 88 mg/dl. Customer stated that the site was not actively bleeding at the time but that it was bloody upon insertion and that there was blood visible on the sensor connector. Customer stated that she inserts the sensor on her thigh. She was advised that blood on the sensor, as well as using the thigh for insertion instead of the abdomen, may have been the cause of the inaccurate readings. Nothing further was reported.